Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked display window, broken reservoir tube lip, cracked belt clip slot and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a low blood glucose level. Customer reports the insulin pump alarmed during the manual prime. He stated that the drive support cap is protruding and he pushed it back in. The blood glucose reading was 76 mg/dl. Customer was advised to discontinue pump and revert to backup plan. He called the next day and reported a blood glucose reading of 418 mg/dl. Customer treated with manual injections. No further information was reported.